Event description:
During a bankart repair procedure, it was reported that the surgeon was drilling with the 1.9 single use twisted drill on a young patient with normal, hard bone. The surgeon had to force pressure to pass the bone for the first anchor. When the surgeon was going to drill for the number 2 anchor, the drill could not work through the hard bone, and the surgeon did not want to put even more pressure to pass the bone for safety reasons. The surgeon decided to use a competitor's reusable drill instead to complete the procedure. Additional information was received on 18jun2015 indicating that there was no damage noted to the drill. There was a delay of a couple of minutes during the procedure while the staff switched to the backup device. The malfunctioned device had not been reprocessed or reused and is not available for an investigation. The patient was noted to be okay after the procedure.

Manufacturer narrative:
(B)(4).